Manufacturer narrative:
The monopolar curved scissors instrument nor tip cover accessory have been returned to isi for failure analysis; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the tip cover accessory fell inside the patient and was retrieved. Although no patient harm, adverse outcome or injury was reported it is unknown what caused the tip cover accessory to slip off from the instrument and fall inside the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, while removing the monopolar curved scissors (mcs) instrument, the tip cover accessory fell inside the patient. The tip cover was retrieved during the same procedure with a laparoscopic forceps instrument and reattached. The planned surgical procedure was completed under the conditions reported and no patient harm, adverse outcome or injury was reported. On 26-jun-2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure. According to the csr, there was no problem installing the tip cover accessory and the mcs instrument wrist was straight and visualized when removing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument (mcs) involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported failure. The tip cover accessory was not returned so a new tip cover was installed on the mcs using the installation tool with no issues. The mcs was installed on a test system and exercised. The tip cover was not loose and did not move. No trouble was found with the instrument or tip cover during testing. The customer provided a procedure video clip that was reviewed by an isi engineer who observed the following: the tip cover accessory adequately covered the extension tube of the mcs instrument after being introduced into the patient. There were a number of on and off-screen collisions that caused the tip cover accessory to bunch up. The mcs instrument was removed from the cannula and a large needle driver (lnd) instrument was installed. When the lnd instrument was inserted through the cannula, it pushed the tip cover accessory out through the cannula. It is likely the tip cover accessory caught on the cannula seal causing the tip cover accessory to come off.